Event description:
On (B)(6) 2010, a respiratory therapist reported nitric oxide (no) sensor failure on inomax ds # (B)(4). The device was not on a pt and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported nitric oxide (no) sensor failure on inomax ds # (B)(4). Eval summary: on investigation, we were unable to duplicate the reported condition with this device. However, on examination of the device service log, fluctuating monitored nitric oxide (no) values were recorded. Since fluctuating monitored (no) values have been observed in the service logs of other devices and have been linked to fretting corrosion of an internal ribbon cable, the cable was replaced. The fretting corrosion can lead to intermittent high resistance connection at the cable's connector, leading to fluctuating monitored (no) values. It is important to note that the monitored (no) values would be fluctuating in this case and not the actual (no) delivered.